Event description:
On investigation the end user found 1st scope giving multiple images, when end user/staff went to fit new scope there was a loud crack and flash when locking scope into place and staff member received an electrical shock leaving a mark on skin and generally shook up. Our staff noted there was fluid on the floor in the procedure room near the area of concern.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. This device is not distributed in us so that unique identifier is blank. Subsequent investigations revealed that the staff member who was electrical shock was safe. After examining the endoscope and the processor used, there was no problem with the endoscope and the processor. Also, there was fluid on the floor of the procedure room, but it is unknown at this time if it is related. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
Correction information: g6: follow up #2. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: the event was reported to have had liquid on the floor, which may have caused an electric shock, although the cause could not be determined. We checked the actual equipment of the product for which the complaint was reported, and it was confirmed that there was no failure that could lead to electric shock and that it passed the electrical safety test.